Event description:
Patient complaining that the needle doesn't inject easily. He has to force it into the skin. Due to the pressure he is having to administer, it causes some of the pen needles to bend. Other needles are bent when he pulls them out.

Event description:
Patient complaining that the needle doesn't inject easily. He has to force it into the skin. Due to the pressure he is having to administer, it causes some of the pen needles to bend. Other needles are bent when he pulls them out.